Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The tech processor circuit board, low voltage power supply, analog interface circuit board and the floppy disk drive were replaced as a proactive measure. The software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 would not initialize and displayed a/d error 1008. A replacement system was used. There was no adverse patient involvement reported. There was no patient information reported.